Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported high capture threshold could not be reproduced in the laboratory. The device was tested manually on the bench and using the automated test equipment and it passed all tests. Analysis was normal and no anomaly was found.

Event description:
It was reported that the device was explanted and replaced due to high rv capture threshold.